Event description:
It was reported that the legs of a shower chair shortened on their own and caused the user to tip over and fall in-between the tub and toilet. The user's daughter called 911 and the user sustained bad bruise and no broken bones.